Event description:
It was reported to boston scientific corp that a solyx sis system was used during a sling placement procedure. According to the complainant, post procedure, the physician found the bullets had dislodged, and the "sling was just laying". Several attempts at f/u have been unsuccessful.